Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection of controller revealed contamination within both power ports, the serial port, and the pump connector. The observed contamination is additional finding not related to the reported event. The most likely root cause of the observed contamination can be attributed to handling of the device. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller. Additionally, the controller alarmed a controller fault alarm during testing, indicating an internal battery issue. Supplemental testing revealed that the internal nimh battery which powers the no power alarm was swollen. After the internal battery was replaced, the controller performed as intended. Review of the controller log files revealed a controller fault alarm logged on 04-dec-2021 at 03:04:27, indicating an issue with the internal battery. In addition, log files revealed that the controllers were in use for more than two (2) years. As a result, the reported controller fault alarm event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Information received from the site revealed that the patient experienced low international normalized ratio (inr). The patient was treated with heparin. Based on the available information, the device may have caused or contributed to the reported event. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: con400541 d9: yes, return date: 25-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034, g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701, c15, c19 h6: FDA conclusion code(s): d02, d11, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm presumed to be due to the internal battery. It was reported that the controller needed to be exchanged but the patient's international normalized ratio (inr) was low. The patient was admitted and administered heparin intravenously. The controller remained in use and the "mute the alarm was extended" initially, and then the controller was exchanged a day later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.